Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed and a 24mm watchman laa closure device was implanted with a complete seal. On (B)(6) 2020, at the 45-day follow up, transesophageal echocardiography (tee) imaging showed no thrombosis and the patient was taken off xarelto and switched to dual antiplatelet therapy (dapt) with plavix and aspirin. The patient remained on dapt until (B)(6) 2021 which was 6-months post-implant. On (B)(6) 2021, at the one-year follow up, a thrombus was noted on the face of the device via tee. The patient denied any stroke-like symptoms. The patient was placed on eliquis and 81mg aspirin daily. A follow-up tee will be performed in two to three months. No additional information is known at this time.